Event description:
A malfunction alarm was reported, identified by the code malf 12, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller in resetting it, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact technical support again if any issues reappear.